Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-03954. It was reported surgical intervention may be undertaken as the next course of action to address the issue of high impedance measurements and an inability to increase amplitude. Reportedly, reprogramming was attempted to no avail.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report#1627487-2016-03954. Follow-up identified surgical intervention was undertaken during which time the lead was explanted and replaced with a new model. Therapy was restored postoperatively and the issue resolved.